Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome was used on a male pt during an endoscopic retrograde cholangiopancreatography (ercp) procedure about two weeks prior. According to the complainant, the "tip was split during the procedure." The physician completed the procedure with a second hydratome rx sphincterotome. No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device confirmed that the tip was cracked and split. The working length of the device was twisted and bent. The cause of the damage is unk. A review of the device history record for this lot revealed no anomalies. A search of the complaint database revealed one add'l complaint for this lot, for an unrelated issue (wire broke). The july 2008 15-month jagtome product family complaint trend, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. Hydratome rx sphincterotome devices are included in the jagtome product family.